Event description:
A nurse reported a system message displayed and the IV pole would not go up or down during a cataract procedure. The case was completed using the same equipment following a delay of more than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and disassembled, cleaned, and lubricated the IV pole to address the issue. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 related report(s) for this system. The root cause could not be determined conclusively. (B)(4).